Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 325 mg/dl, 207 mg/dl, 246 mg/dl, and 219 mg/dl on aviva meter (system 1), and 100's mg/dl on aviva meter (system 2). No adverse event reported. No strips are available for return. Requested return of suspect device for evaluation and replacement was sent.